Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device passed the delivery accuracy test. Multiple boluses and basals were program. All boluses were properly delivered. No anomalies were noted. The device was received with minor scratches on case, stained serial number label, minor scratches on lcd window and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a delivery anomaly during bolus and basal. The customer's blood glucose level was unknown. The device will be returned for analysis.